Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. According to the reporter: the device would not grasp tissue, so cutting could not be done properly. Another device was used to complete the case.